Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31210192l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a supraventricular tachycardia ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis and 450 ccs of fluid was drained. When checking intracardiac echocardiography (ice) post-procedure, they saw an effusion. The patient's blood pressure dropped and the patient began complaining of chest pain. Confirmed effusion using both ice and an external echocardiogram. The patient was going to the intensive care unit (ICU) for observation. Patient outcome was improved. No transseptal puncture performed. No evidence of steam pop. Event occurred during mapping and no ablation had occurred.

Manufacturer narrative:
On 21-mar-2024, additional information was received indicating at the time of incident the qdot micro¿ catheter was opened but was not in the patient's body yet. The catheters inside the patient were the soundstar and cs catehter. As such, the event has been assessed as not MDR reportable against the qdot micro¿ catheter. The event will be reportable against the cs catheter under MFR # 2029046-2024-01267. Manufacturer's ref. # (B)(4).